Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer¿s blood glucose level was 187mg/dl at the time of hospitalization. Customer¿s current blood glucose level was over 500 mg/dl. Customer stated that the insulin pump had an under delivery alarm. Customer was treated hospitalization overnight. Customer was not alleging the insulin pump was because of the high blood glucose. The product will not return for the analysis.